Manufacturer narrative:
It was reported that revision surgery was performed due to acute infection with poly exchange on an infected tkr. The associated legion ps high flexion insert was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. A clinical analysis noted that an x-ray was provided but doesn¿t contribute to the reason for the reported infection. The root cause of the infection is undetermined. There is no evidence to support our device contributed to the reported infection. The patient impact beyond the revision procedure is unknown. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to acute infection with poly exchange on an infected tkr.